Event description:
2006 surgery. Pt states that in approx two months later, she noticed lesions, swelling, itching, skin erosion and what looks like scabs on her face which was the mesh coming to the surface. It took 2-4 months before the opening to close. Pt states she had lesions from 2006 - 2007 and that the mesh and sutures were pushing out. Her skin had openings and was loose. She states that she has pain, tooth and ear aches and oozing from openings.